Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by nausea, vomiting and diarrhea. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in aseptic technique during pd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though diagnostic effluent fluid cultures yielded no growth, a reduction in symptoms in response to antibiotic therapy provided evidence of resolving peritonitis. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following nausea, vomiting and diarrhea at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with no growth in the culture and a wbc count of 192/mm3. The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. It was explained that the patient admitted to not wearing a mask or performing appropriate hand hygiene prior to connection to the cycler. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dosages and frequencies not reported) to address the infection while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an eventful hospital course, and he was discharged home on (B)(6) 2026. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.